Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of crack on cap of minicaps and bacterial peritonitis with culture positive for klebsiella pneumonia in a (B)(6) male patient coincident with dianeal pd2 (1.5%) ultrabag therapy. On (B)(6) 2011, the patient began dianeal pd2 ultrabag (1.5%, 6 liters three times daily) intraperitoneally (ip) for chronic renal failure. After therapy completed on (B)(6) 2011, the patient began to experience abdominal pain. The patient went to the hospital on (B)(6) 2011 and was diagnosed with peritonitis manifested by abdominal pain. The patient stated there was a crack on the cap of the minicaps but he used the device anyway with the peritoneal dialysis (pd) solution. On (B)(6) 2011, the patient began remedial treatment with amikacin (ip, dose, frequency not reported), piperacillin-tazobactam (IV, dose and frequency not reported) and levofloxacin (IV, dose and frequency not reported). On (B)(6) 2011, the patient recovered from the event of bacterial peritonitis with culture positive for klebsiella pneumonia, remedial medication was discontinued and the patient was discharged from the hospital. It was not reported if the event of crack on cap of minicaps resolved. The nurse stated the event of bacterial peritonitis with culture positive for klebsiella pneumonia was probably related to dianeal pd2 ultrabag therapy but not excluding the cracked minicaps.

Manufacturer narrative:
(B)(4). A leak test was performed and the report of a cracked minicap was confirmed. A batch review revealed no exceptions during the manufacturing process. It has been determined the cracked mini-cap was caused by the minicap supplier during the manufacturing process. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A batch review will not be conducted as the lot number is unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. A follow-up report will be submitted if additional information becomes available.